Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and not detected on bus. A field service engineer replaced the pyxis module controller and the drawer controller board, then completed configuration in storage space configuration, tested the system in hardware test application (hta), and the customer also logged in and verified that the station was working as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 was not detected on the bus. The customer observed that no lights were illuminated on the drawer circuit board. Based on these findings, the customer requested a replacement circuit board. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.